Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture during an rv threshold test. It was reported that capture was established at 7.5ms and lost capture at 7.0ms. The test was repeated at 3.5ms and capture was established however lost again at 3.0ms.